Event description:
It was reported that the pump's alarm volume and vibration were too low. The customer's blood glucose (bg) level was displayed as "low"; however, a specific value was not provided. At the time of the reported event, customer had not yet done anything to address the low bg. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.